Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy. It was reported on the second firing across the broad ligament, the tsw35 did not fire staples on the pt side of the cut line, but staples were present on the specimen side of the cut line. The case was completed with co's device. There was no consequence to the pt.